Event description:
The dr observed a suspicious image on an x-ray. The pt had a total knee procedure. A 1/4 inch piece of metal was remove from the knee. It was determined that this metal was definitely from a stryker screw blade. The same week on another pt hosp had a similar occurrence of the metal clip shearing off a stryker blade and falling into the operating site. The piece was removed. The hosp has switched to another blade for future procedures.